Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. It was noted that the display screen was not safely legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, battery compartment cracks were found below the grip pad and along the side in the threads area. Corrosion was observed inside the battery compartment and a leak test showed a leak in the battery compartment. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump. In addition, the piston cap was found missing from the piston assembly.